Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm. Insulin pump was received with critical pump error (open book image) alarm and pump error alarm is found in the formatted history file due to moisture damage on the force sensor. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. No moisture damage found on the keypad assembly. Insulin pump was received with scratched case, case cracked behind the insulin pump near the bottom of the battery compartment, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had critical pump errors alarm. Customer blood glucose reading was 160 mg/dl. Troubleshooting was performed. Customer insulin pump alarmed critical pump error after getting moisture exposure from being in a swimming pool. Customer stated the insulin pump did not had any physical damages. Customer stated insulin pump displayed critical error message on the screen. Customer recommended customer refer to back up plan per healthcare provider instructions. Insulin pump will be returning for analysis.